Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensed noise on the non-boston scientific right atrial (ra) lead, resulting in the inappropriate storage of atrial tachy response (atr) episodes. Additionally, within-range fluctuations in ra impedance measurements were observed. Technical services (ts) recommended performing a lead evaluation. No adverse patient effects were reported. This crt-d remains in service.